Event description:
Pt had a foley catheter securement device - the bard statlock device. The device sheared open the air port on the foley. Our hospital has had a number of adverse occurrences with the statlock involving the device twisting and blocking urine flow. We have had repeating troubles with the statlock - the device twists upon itself after securement, causing urine blockage, and in this case, catheter damage. Dates of use: (B)(6) 2009-(B)(6) 2010. Diagnosis or reason for use: foley cath securement. Event abated after use: yes. Event reappeared after reintroduction: yes.